Event description:
Patient was implanted with prodisc-l on an unknown date. An x-ray, date unknown, revealed the implants were subsiding. On (B)(6) 2013, the patient underwent hardware removal of a 2-level (l4-5 and l5-s1), prodisc-l due to the implants subsiding and patient pain. Both prodisc-l implants were replaced with fra fusion. The l4-5 was replaced laterally and l5-s1 anteriorly. The surgery reportedly went well. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.